Manufacturer narrative:
The device was returned for investigation and received at acumed. Additional reporting on this event will be provided as a follow up report at the conclusion of the investigation. Related reports (including this one): 3025141-2026-00364.

Event description:
It was reported by a company representative and distributor that "I was notified of an adverse incident involving a 14-year-old patient who received an acumed elbow plate and screw implant in march. After two months, she began experiencing pain, and it was discovered that the implanted screw had broken."